Event description:
After 20 mins into the procedure, the pt's calf was palpating and pressure was noted in the leg's cavity; the surgeon felt a tension of the soft part of the calf. At this time, the displayed intra-articular pressure was fluctuating between 70 and 140mmhg without any movement of the knee. The surgeon immediately stopped the intervention and did manual draining to avoid a subcutaneous aponeurotomy.

Manufacturer narrative:
Evaluation in facility shows no problem with this unit. The unit has been sent to the MFR for further evaluation. When the investigation from the MFR is received, it will be reviewed for any changes that may need a supplemental report filed.